Manufacturer narrative:
Date of event was approximated to be (B)(6) 2019 as no specific event date was reported. The complainant was unable to provide the upn and lot number of the suspect device; therefore, the expiration and manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an ultraflex esophageal stent was implanted in the esophageus during an esophageal stenting procedure performed on an unknown date. According to the complainant, a day after stent placement, the physician noticed an inward dent on the stent. The stent was removed and another ultraflex esophageal stent was placed to complete the procedure. There were no patient complications reported and the patient was doing well at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an ultraflex esophageal stent was implanted in the esophageus during an esophageal stenting procedure performed on an unknown date. According to the complainant, a day after stent placement, the physician noticed an inward dent on the stent. The stent was removed and another ultraflex esophageal stent was placed to complete the procedure. There were no patient complications reported and the patient was doing well at the conclusion of the procedure. Additional information received on july 13, 2019. According to the complainant, the ultraflex esophageal ng proximal release covered stent was implanted to treat a perforation that had occurred after bougie dilatation of peptic stricture on (B)(6) 2019. The patient's anatomy was not tortuous or tight above the stricture and was dilated prior to stent placement. Reportedly, on (B)(6) 2019 post stent placement, the patient experienced increasing pain. Endoscopy was performed and noted an inward dent on the stent. The stent was removed with a rat tooth forceps. It was reported that the pain was resolved after the stent was removed. Note: according to the complainant, the ultraflex esophageal ng proximal covered stent was implanted to treat a perforation after bougie dilatation of peptic stricture. Per the ultraflex esophageal covered stent dfu, the ultraflex esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/ or extrinsic malignant tumors only. The ultraflex covered esophageal ng stent system is also indicated for occlusion of concurrent esophageal fistula.

Manufacturer narrative:
Problem code 2976 captures the reportable event of stent damaged. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: problem code 2976 captures the reportable event of stent damaged. Block h10: an ultraflex esophageal covered stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent was received deployed and expanded. There was no damage to the nitinol wires of the stent and no inward dent in the stent. The stent cover was broken/ ruptured. The stent was measured to be within specifications. No other issues with the stent were noted. The report that there was an inward dent in the stent could not be confirmed. A labelling review was performed, and from the information available, this device was used in a manner inconsistent with the labeled indication. The directions for use (dfu) states: " the ultraflex esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/ or extrinsic malignant tumors only. The ultraflex covered esophageal ng stent system is also indicated for occlusion of concurrent esophageal fistula". However, it was reported that ultraflex esophageal ng proximal covered stent was implanted to treat perforation after bougie dilatation of a peptic stricture. Additionally, the damage noted to the stent cover was consistent with the application of force during removal of the stent with biopsy forceps; however, the dfu states "the ultraflex esophageal ng stent system is not intended to be moved or removed once it is deployed." Therefore, the most probable root cause is cause traced to intentional off-label, unapproved, or contraindicated use. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an ultraflex esopahgeal stent was implanted in the esophagues during an esophageal stenting procedure performed on an unknown date. According to the complainant, a day after stent placement, the physician noticed an inward dent on the stent. The stent was removed and another ultraflex esophageal stent was placed to comple the procedure. There were no patient complications reported and the patient was doing well at the conclusion of the procedure. ***additional information received on july 13, 2019*** according to the complainant, the ultraflex esophageal ng proximal release covered stent was implanted to treat a perforation that had occurred after bougie dilatation of peptic stricture on (B)(6) 2019. The patient's anatomy was not tortuous or tight above the stricture and was dilated prior to stent placement. Reportedly, on (B)(6) 2019 post stent placement, the patient experienced increasing pain. Endoscopy was performed and noted an inward dent on the stent. The stent was removed with a rat tooth forceps. It was reported that the pain was resolved after the stent was removed. Note: according to the complainant, the ultraflex esophageal ng proximal covered stent was implanted to treat a perforation after bougie dilatation of peptic stricture. Per the ultraflex esophageal covered stent dfu, the ultraflex esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/ or extrinsic malignant tumors only. The ultraflex covered esophageal ng stent system is also indicated for occlusion of concurrent esophageal fistula.